Event description:
The customer reported that an erroneous low white blood cell (wbc) result without applicable instrument flagging was generated on an unicel dxh 800 coulter cellular analysis system for one patient's sample. A "left shift pattern" instrument flag was generated in conjunction with this sample's results. The "left shift pattern" is a suspect message for differential results and did not highlight the issue with the white blood cell result. It is the customer's laboratory protocol to perform a partial release of the complete blood count portion of patient results when a ''left shift pattern'' suspect flag is recovered, and then make a manual smear for further review. The erroneous wbc result was reported out of the laboratory. There was no death, serious injury or modification to patient treatment associated or attributed to this event. A manual differential was performed which indicated the presence of leukoagglutination (wbc agglutination). The sample was subsequently warmed for thirty minutes, mixed briefly on a vortex and then reanalyzed on the unicel dxh 800 coulter cellular analysis system. The repeat wbc result was higher and regarded as valid. A corrected report was submitted. The sample which generated the erroneous result was collected via venipuncture in ethylenediaminetetraacetic acid tubes and stored at room temperature. The unicel dxh 800 coulter cellular analysis system was performing within quality control (qc) specifications with respect to controls (accuracy) and reproducibility (precision). Quality controls analyzed prior to the event recovered within expected ranges.

Manufacturer narrative:
Service was not dispatched to the site for this event. The failure mode for this event is patient sample-related due to wbc agglutination observed by the customer. Per beckman coulter inc. Labeling, limitations in the identification of wbcs include nucleated red blood cells, giant platelets, platelet clumps, cryoglobulin, mycrolymphoblasts, very small lymphocytes, fragmented white cells, agglutinated white cells, lyse resistant cells and unlysed particles >35 fl in size.